Event description:
In 2007 - pt underwent hernia repair surgery. Seven months later - pt underwent mesh explant procedure. Pt reports adhesions noted during explant and a feeding tube was placed. Postoperative period - pt reports she was hospitalized for mesh infection which required 6 month hospital stay and 1 year of long term antibiotic therapy. Pt reports wound was open for at least 6 months.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.